Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval. Event also references the blocker which is thought to be related to the screw failure. Investigation pending, reportability will be re-evaluated once it is complete.

Event description:
It was reported that "surgeon was doing a revision case. He removed a 7.5 screw and put in a xia 3 8.5 screw. He was final tightening and the blocker kept advancing in the tulip and we never hit 12mm."